Event description:
4the hcp reported that on 09/09/2006, the pt fell into a river/creek and became hypothermic. One to two days later, the pt experienced a loss of efficacy. The pump was interrogated and showed three motor stalls with motor stall recoveries that occurred in 2006. The longest stall was approximately 30 minutes. The hcp denied any magnetic interaction with the pump. A follow up report will be sent when add'l info is received.